Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Caregiver is stating that the lift will raise with the hand set, but then the actuator will lower on its own.